Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was stated that the customer was hospitalized for high blood glucose and ketones. The reported blood glucose reading was 469 mg/dl during the phone call. Troubleshooting was performed and the insulin pump passed the required tests. The customer also stated she has some scar tissue, but she rotates her sites properly.